Event description:
Per independent repair center statement; the unit was both low o2, yellow light alarming, and red light alarming. The key failure was the pilot valve shut down, alarmed. Additional malfunctions were the sieve beds were saturated.